Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that they were not sure if the explant was due to the patient's nickel allergy/an allergy to the device, or due to infection. They were not sure what component the patient was allergic to. The healthcare provider had stated the pocket site was angry. They noted it would be best to ask the physician what the results of the cultures were.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was responding very well with the therapy. However, after the stage 2, using lead 978b1 and implanted 3058, the incision became infected, has discharge, looks very angry incision. The caller reported that the patient has been diagnosed with nickel allergy. Patient services reviewed material of the lead and ins. On (B)(6) 2021 the rep called to follow up on this case. The caller indicated that the patient reported to the md that they had a nickel allergy. The md reported that the patient's pocket look inflamed/angry but not infected as the physician did multiple cultures for tests. The caller indicated that the ins with tyrx pouch was removed by the physician on (B)(6) 2021 and the md reported that the patient's skin looked better after removal of the ins from the pocket. The physician had sent the equipment to pathology but was going to receive it from pathology so they could send it back to the manufacturer for evaluation. The caller asked what could be done to implant a patient if they are allergic to the components. The caller indicated that the therapy was effective for the patient. There were no device issues reported, and no further patient complications reported at this time.